Event description:
The customer contact reported the device powered off while operating on battery power. The device was returned to the biomedical department from an unspecified nursing unit with a report the device randomly powered off while on battery power. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device powered off while operating on battery power. It was unspecified if the device alarmed prior to the power loss. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.